Manufacturer narrative:
The device evaluation was completed on 10/20/2020. It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was leaking blood from the hemostatic valve. The sheath was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. The one-way valve leaked during flushing. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This event did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding, no blood was lost and no medical intervention was required to stop the bleeding. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 0001389 number, and no internal action was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium sheath was leaking blood from the hemostatic valve. The sheath was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. The one-way valve leaked during flushing. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This event did not require percutaneous or surgical removal. The hemodynamics was not compromised due to bleeding, no blood was lost and no medical intervention was required to stop the bleeding. The reported issue was assessed as an MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for analysis and on october 7, 2020 it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside of the hub. This returned condition remains assessed as a MDR reportable issue.